Event description:
Had reaction related to utilizing latex condom, swelling and contact problems associated with it, took a week to clear. Was diagnosed in 99 with latex allergy. Work as a firefighter.